Manufacturer narrative:
Evaluation - result: fse replaced the hydropneumatics pca waste canister float switch, liquid trap canister float switch and the wash concentrate bottle cap/straw assembly. (B)(4).

Event description:
Customer called on (B)(6) 2011 reporting that the wash concentrate has been leaking from a synchron cx5 delta clinical system. Most of the leak had dried but the bottom of hydropneumatics was wet. Customer mentioned not knowing how much had leaked and requested service. No erroneous results were generated and no injury was reported as a result of the leak. Field service engineer (fse) was dispatched on (B)(6) 2011 and noted that the instrument was "down" with "waste canister full" errors upon arrival. Fse removed the waste canister and cleaned growth from the cover and replaced the float switch. Upon reinstallation of the waste container, the condition continued. Fse then cleaned all other canisters and noticed that no matter what state the instrument was in, the waste pump continuously cycled. Fse checked all electrical connections related to waste functions and associated boards but everything was fine. Additional parts were ordered for fse's return visit. Fse returned on (B)(6) 2011 and replaced hydropneumatics pca waste canister float switch and liquid trap canister float switch. Instrument was then rebooted and no errors were observed. Fse observed a slow leak at the front of the hydropneumatics drawer which the fse believed was wash concentrate possibly leaking from the wash concentrate bottle cap/straw assembly. Fse proceeded to replace the cap/straw assembly and verified repairs per established procedures.